Manufacturer narrative:
The insulin pump had a frozen display due to a problem with the interface board. The insulin pump had a scratched lcd window and bleeding lcd glass. Unable to test for alarms or constant tone due to the frozen display. No blank display noted.

Event description:
The customer stated that the insulin pump was giving an alarm, but the screen was blank. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.